Manufacturer narrative:
No additional information was received. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was not recognizing syringes that were mostly 30 millimeter (ml)and 60 ml sizes. No patient injury was reported.